Manufacturer narrative:
Reported event: an event regarding pain involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar event s for the lot referenced. Conclusions: it was reported that the patient was revised due to pain. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, and the primary/revision operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. Additionally, the patient wants to know if any of the implants are under recall; based on the device information it has been confirmed that this device is not under any recalls. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: device name#: triathlon ps fem component cemented; cat#: 5515-f-502; lot#: dud9td, device name#: triathlon prim tib bplate cemented sz 4; cat#: 5520-b-400; lot#: e4d3ra, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's right knee was revised due to pain and patient unhappiness. All components were found to be well fixed and well positioned. A ps knee was converted to a ts knee. Rep confirmed that no further information will be released by the hospital or surgeon.